Event description:
The customer reported that the jaws would not open while on tissue. When the device was removed there was oozing. This was the second device used in the case (see MFR report # 1717344-2013-00096 for the first device). A third device was opened and the procedure was completed and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.